Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the illuminator ballast is running at a high temperature. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and the reported event was confirmed. The nonconforming illuminator kit was replaced. The system was then tested and met all product specifications. The system was manufactured on december 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator kit. The manufacturer internal reference number is: (B)(4).